Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it was not returned in its original package. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly, no alert messages were displayed. The ablation function was activated using the handcontrols several times in its maximum power for one minute each test, and it worked as intended for each button. The coagulation function was activated using the handcontrols several times in its maximum power for one minute each test, and it worked intermittently for one of buttons, the other two worked as intended. Both modes were tested using the foot pedal several times for one minute each test, and it worked as intended. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not returned in the original packing, only on the bag. The tip was in used condition, tissue debris in the suction port, the ceramic was scratched. The suction tube had procedural residue. The device passed electrical but not the functional tests, failing hand switch activation on the coagulation button sw3 with intermittent activation. During further investigation, all button switches remained in good condition with no obvious saline ingress. The conformal coating of the pcb was sufficient. After disconnection of flexi pcb to housing, there is evidence of a residue possibly saline on and between the tracks. The presence of a residue on the pcb tracks may have been the cause of the issue that the customer reported, however the device did not show signs of continuous activation during bench testing and so the customers complaint is not substantiated. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff repair surgical procedure on the shoulder joint for a rotator cuff tear it was observed that the vapr tripolar 90 suction elect device was properly connected and functioning normally, but at one point during the surgery, it was still producing power but not burning (cutting) at all. Even when the tripola90 was reconnected to the vapr console itself, which was prepared as a backup, the problem did not improve. Another like device was used to complete the procedure. There was a thirty minute delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it was not returned in its original package. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly, no alert messages were displayed. The ablation function was activated using the hand controls several times in its maximum power for one minute each test, and it worked as intended for each button. The coagulation function was activated using the hand controls several times in its maximum power for one minute each test, and it worked intermittently for one of buttons, the other two worked as intended. Both modes were tested using the foot pedal several times for one minute each test, and it worked as intended. The device will be send to the manufacturer for further testing.